Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device failed the probe check. The distal a visual inspection on the received device revealed that there was tissue build up. The teflon pad had a partial split, no metal was exposed. The distal end was inspected under a microscope and found a fracture on the probe. The fracture on the probe caused an u509 error. This type of damage on the device is attributed to the operator¿s technique. The teflon pad damaged is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. In addition, the probe damage is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to teflon pad and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, teflon pad was pulled back.